Manufacturer narrative:
Inner lumen of the catheter clogged, esp personnel reviewed inner lumen care and flush bag connection stated in IFU and reviewed that the inner lumen would most likely be clotted off by now. They stated that no alarms or interruptions of therapy and the iabp delivering therapy as expected with the ap source being fo.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and unable to flush. There was no harm or injury reported.